Manufacturer narrative:
The actual device involved in the event was not returned. Two retention dialyzers from the same lot as the lot involved in the event were tested for blood leaks and no leaks were found. Gambro does not regard the submittal of this report as an admission of causation or liability.

Event description:
The division director reported there were three consecutive internal blood leaks during a dialysis treatment. The blood in the extracorporeal circuit was not returned to the patient following the blood leaks resulting in an estimated blood loss of 600 ml. The patient did not require any medical intervention as a result of the blood loss. No additional information was provided.